Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the device suddenly failed. The device has been explanted.

Manufacturer narrative:
Device investigations, on the received parts, show damages most likely attributable to the removal surgery and the measurements performed confirm that the demodulator and the floating mass transducer perform within normal limits. Based on available information, a damage of the conductive link could be considered as root cause of failure, however this could not be confirmed as the conductive link was not received complete for investigation. This is a final report.

Event description:
It was reported that the device suddenly failed. There was no report of any accident or trauma. The device has been explanted.